Manufacturer narrative:
(B)(4).

Event description:
It was reported that a screw (iunihg) fractured inside the implant. Screw was removed and implant remains implanted. Tooth location 23.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified fracture at the threaded tip. It is noted that the patient has history of bruxism. DHR review was completed for the subject lot number 1195825. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1195825 for similar cause and no other complaint was identified. April post market trending was reviewed and there were no negative trends or corrective actions for the reported event(screw fracture) or device (iunihg). Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. The most probable cause for the fracture event is patient bruxism over the course of 4 years of usage. The following sections have been updated: (UDI) number: ((B)(4).

Event description:
No further event information available at the time of this report.